Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be (B)(6) 2021. Investigation activities have been opened, to manage the actions related to this report and any required MDR reporting.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Omsc checked the exterior of the subject device and found that the cable had been about to come off near the boot. The exact cause of the reported event could not be conclusively determined. However, since the cable had been about to come off near the boot, omsc presumed that moisture invaded from the broken part and the electronic circuit was destroyed, consequently image failure occurred. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device was returned to omsc for evaluation. Omsc checked the exterior of the subject device and found that there was like corrosion on the electrical contacts of the video connector and the endoscopic image had noise. Also the packing at the camera head had been damaged. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based on the reported information, it was presumed that moisture invaded from the damaged packing, the electronic circuit was destroyed, and image failure occurred. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection of the subject device for repair at olympus service operation repair center (sorc), it was found that the abnormal endoscopic image (vertical lines, flickering and/or noise and so on) occurred. It might had been caused by water ingress into the subject device. The occurrence date of the event is unknown. There was no report of patient injury associated with the event.